Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #:mc1avr1-delsys / expiration date: 14-aug-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 11-mar-2022, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the leadless ipg was deployed and recaptured five times when the patient experienced a drop in blood pressure and effusion that was confirmed by echocardiogram. It was also reported that the patient experienced a perforation in their right ventricle and a sternotomy was performed to suture the perforation. It was also reported that the leadless ipg exhibited poor electrical numbers. The leadless ipg and delivery system were attempted/not used and replaced by a conventional transvenous pacing system. No further patient complications have been reported as a result of this event.